Event description:
An electronic report was received from a hemodialysis user facility who reported a possible dialyzer reaction. The initial reporter was contacted and additional verbal information related to the event was received. It was learned that the event occurred sometime in 2006, and that this patient "had been on e-beam for a few months". For this incident, the patient "had a response that was worse and dramatic". The patient was "out cold". More saline was infused into the patient and the patient required stimulation. The patient also happens to have a dnr status. The patient's blood was reinfused and the tx discontinued and the patient was transported to the hospital. The rn stated that because the patient is a dnr status, the staff would have been more agressive with interventions. The rn also stated that the patient seems to have a response with respiratory distress and a low bp after saline flushing. There is no sample that will be returned for evaluation. The lot number is not known. Both verbal as well as electronic requests on 4 different occasions have been made for additional documentation surrounding this event to this patient with the use of this dialyzer. To date, the initial reporter has verbally reported that she would forward the treatment sheets, the event date and other clinical information on this patient. To date, no further clinical information has been provided to fmc in order to fully evaluate this product incident to this patient. The patient is reportedly fine with no further ill effect related to this incident. The patient receives dialysis with use of the 180 nr optiflux dialyzer. This patient has a graft for an access for hemodialysis.